Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 4 years. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced multiple allergies ("allergies"). The patient was treated with surgery (essure removal, hysterectomy). Essure was removed. At the time of the report, the medical device removal and multiple allergies outcome was unknown. The reporter considered medical device removal and multiple allergies to be related to essure. Concerning the injuries reported in this case, the following one were described in patients social media record: medical device removal, allergies. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : reporter was added, event: allergies was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "given an ablation". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced multiple allergies ("allergies"), genital hemorrhage ("bled for eight months after it"), abdominal distension ("constantly bloated"), weight loss poor ("can't lose weight that used fall off"), back pain ("severe back aches"), migraine ("migraines"), autoimmune disorder ("autoimmune disease"), fatigue ("exhaustion"), feeling abnormal ("brain fog"), amnesia ("memory loss"), depression ("depression") and inflammation ("inflammation"). The patient was treated with surgery (essure removal, hysterectomy and ablation). Essure was removed. At the time of the report, the medical device removal, multiple allergies, genital hemorrhage, abdominal distension, weight loss poor, back pain, migraine, autoimmune disorder, fatigue, feeling abnormal, amnesia, depression and inflammation outcome was unknown. The reporter considered abdominal distension, amnesia, autoimmune disorder, back pain, depression, fatigue, feeling abnormal, genital hemorrhage, inflammation, medical device removal, migraine, multiple allergies and weight loss poor to be related to essure. ¿concerning the injuries reported in this case, the following one were described in patients social media record: medical device removal, allergies". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Event 'many more symptoms' deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "given an ablation". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced multiple allergies ("allergies"), genital haemorrhage ("bled for eight months after it"), abdominal distension ("constantly bloated"), weight loss poor ("can't lose weight that used fall off"), back pain ("severe back aches"), migraine ("migraines"), adverse event ("many more symptoms"), autoimmune disorder ("autoimmune disease"), fatigue ("exhaustion"), feeling abnormal ("brain fog"), amnesia ("memory loss"), depression ("depression") and inflammation ("inflammation"). The patient was treated with surgery (essure removal, hysterectomy and ablation). Essure was removed. At the time of the report, the medical device removal, multiple allergies, genital haemorrhage, abdominal distension, weight loss poor, back pain, migraine, adverse event, autoimmune disorder, fatigue, feeling abnormal, amnesia, depression and inflammation outcome was unknown. The reporter considered abdominal distension, adverse event, amnesia, autoimmune disorder, back pain, depression, fatigue, feeling abnormal, genital haemorrhage, inflammation, medical device removal, migraine, multiple allergies and weight loss poor to be related to essure. ¿concerning the injuries reported in this case, the following one were described in patients social media record: medical device removal, allergies". Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media was received. New events "genital haemorrhage", "abdominal distention", "weight loss poor", "back pain", "migraine", "adverse event" and "medical device monitoring error" were added. Reporter was added. The case (B)(4) was found to be duplicate of case (B)(4), all information including reporter lawyer, events, reference numbers and source documents were transferred from deletion case to retention case. New events: autoimmune disease, exhaustion, brain fog, memory loss, depression, inflammation were added from deletion case to this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one were described in patients social media record: medical device removal". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.